Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic gastrectomy procedure, the product was not able to fire. A new device was used in order to complete the case. There was no patient injury involved. The device was discarded by the customer.